Event description:
A customer contacted beckman coulter (bec) reporting a burning smell, some smoke, along with a contained 10 ml diluent leak from the bottom of the diluter of the coulter lh 750 hematology analyzer. No sparks, arcs or flames were observed in connection with the reported event and the fire department was not called. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that the green stripped tubing at pinch valve (vl25a) to the needle vent was ripped at the y-fitting. The fse replaced the tubing at the vl25a which resolved the leak. The tubing and pinch valve (vl) 116 was also replaced as preventative maintenance. The fse also observed smoke coming from the probe wipe interconnect card as a result of the leak dripping onto the diluter 2 card. The fse replaced the probe wipe interconnect card and the diluter 2 card and associated cables resolving the burning smell. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).